Manufacturer narrative:
It was initially reported that the device would be returned for evaluation. It was later communicated that the device would not be made available. This report has been updated to reflect the corrected information. Complaint sample was not returned to codman and no lot number information was provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The reported valve was implanted to the patient with ll-shunt (doi and the initial setting are unk). However, the catheter near the connector is disconnected and csf was leaking from the part. The revision surgery was performed to exchange only the broken part. The patient is (B)(6) female, and her (B)(6). There is no further information provided by the hospital.